Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rotapro and rotawire were stuck in the lesion. A 1.25mm rotapro and rotawire were selected for treating a lesion within the mildly tortuous and severely calcified circumflex (cx) artery. The rotapro stalled and the burr was stuck within the calcified lesion. Nitro was administered in attempts to free the stuck burr. The patient experienced st segment elevation. This was due to the guide catheter being sucked into the cx. Removal attempts were made using the guide catheter as a ping pong with the workhorse guidewire to try and slide a balloon next to the burr to try and balloon to loosen the stuck burr. This was un-successful due to the balloon not fitting. The physician intentionally cut the burr catheter which released the tension and loosened the burr. The guide extension catheter was then deep seated over the burr and then pulled back within the guide catheter for removal. This technique was successful, and all the devices were removed intact. No further patient complications were reported.